Manufacturer narrative:
.

Event description:
The customer reported the touch screen calibration fails; unable to calibrate; touch points are off significantly. The customer reported there was no patient involvement.